Event description:
Revised components due to repeated dislocations. Components were revised to a larger proximal restoration modular cone body on left hip.

Manufacturer narrative:
The patient is (B)(6). An event regarding dislocation involving a primary tritanium hemi cluster hole cup 52mm was reported. A dislocation occurs when the femoral head separates from the acetabular liner. There are no allegations against the product reported in this complaint nor is there any evidence to suggest that this device contributed to the reported event.

Event description:
Revised components due to repeated dislocations. Components were revised to a larger proximal restoration modular cone body on left hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. : not returned to the manufacturer.